Event description:
It is reported that the patient is experiencing pain in the hip since surgery.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # uh1-56-28, lot #mjk2h2, description: uhr bipolar 28x56mm. Cat #6260-9-128, lot # 31756501, description: 28mm std lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.